Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Additional information has been requested. (B)(4).

Event description:
A risk manager reported a case of rainbow glare of the right eye at three weeks post lasik procedure. Reporter indicate the patient is being monitored. Additional information has been requested.